Manufacturer narrative:
Additional information: the undeployed stent was removed using a snare and a launcher guide catheter. There were no issues noted with the snare or the launcher guide catheter. Product analysis: the device was returned for evaluation. The device was returned with an unknown guidewire and snare, both loaded through an unknown y-connector and also a launcher guide catheter. Additionally, the dislodged stent was returned with deformation evident. The stent delivery system was not returned. Correction: the previously deployed stent was a 3.0x22mm onyx frontier drug eluting stent which was implanted in the mid rca. The lesion being treated was non tortuous. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent was dislodged in vivo during delivery to the lesion. The stent was initially inserted into the proximal right coronary artery (rca) which had 60% stenosis and moderate calcification and was snagged on a previously deployed 30x22mm onyx frontier drug eluting stent. The stent was removed, and a non-compliant (nc) balloon was used to prepare the lesion. The stent was reinserted and was stripped from the delivery system balloon at the lesion. The delivery system was removed, leaving the stent undeployed in the rca. The undeployed stent was subsequently removed using a snare. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the 30x22mm onyx frontier drug eluting stent was previously deployed during the same procedure. The stent was attempted the overlap the distal portion of stent with the proximal portion of the previously deployed stent. The stent was removed, and a non-compliant (nc) balloon was used to prepare the lesion but not further post dilate the stent. There was no damage noted to the 30x22mm previous deployed onyx frontier. Resistance was noted advancing the device. Excessive force was not used. Initial reporter full name and phone number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.